Event description:
During the initial implant procedure, high out-of-range impedances were found on bipolar electrode combinations involving electrodes #4 and #5. The lead was replaced. Electrode impedances were normal with the replacement lead. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4).the lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.